Manufacturer narrative:
H3: the patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear in (B)(6) 2024. Information regarding the component(s) revised and the original implantation date were not provided. The revised components were not returned to exactech for evaluation and no images or radiographs were provided. The revision reported may have been due to a combination of risk factors specified in the hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient had a revision for an unknow reason. Patient was revised to a cc inlay vitamin e, neutral, ø 36, gr. 3 (cat# 140-36-53 / serial# (B)(6)). No further information at this time.